Manufacturer narrative:
A ge rep evaluated the system and repaired a connector pin. The system operated as intended.

Event description:
The customer reported the system would not display a usable image. No pt injury was reported.